Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels. The customer's blood glucose reading was 168 mg/dl after being treated with glucagon. The customer stated that she took one unit of fast acting insulin, which she knows she's not supposed to do when she is alone. The customer's boyfriend later found her unresponsive. The customer is not on insulin pump therapy. She gave the insulin via manual injection. Nothing further was reported.